Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the customer received a motor error alarm and the insulin pump would shut off without a battery alert. It was stated that the battery issue started 6 months ago and the motor error 3 weeks ago. Motor error occurred during bolus and during prime. The alarm history only showed 1 motor error in (B)(6) 2015 but they stated they have received it multiple times. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value is unknown. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.